Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (severe aortic valve calcification) and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 valve in the aortic position by transfemoral approach, the valve was deployed with 2cc less than nominal inflation volume. Mild pvl was observed and the procedure was considered successful. The patient was in good condition after the operation. Five days post procedure, CT showed an aortic dissection. An ascending aorta replacement surgery was performed on post operative day (pod) 6. During surgery it was found that aortic dissection was due to an annular tear. After annular repair, the sapien 3 was explanted and replaced with a surgical valve. The patients condition did not improve and the patient passed away on pod 9 due to heart failure. The cause of the annulus tear was not determined. However, native annular calcification and compression of the calcification were considered likely causes of the annulus tear. The patients native annulus measured 534.5 mm2, the annular diameter by tee was 31.7mm, and the sinotubular junction was 34.0 mm. There was severe aortic valve, aortic root, and native annular calcification.